Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the patient was using an unsupported operating system. Data was received for evaluation. However, the alleged product and/or issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.